Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the lifevest. The irritation was described as an itchy, red, bumpy, rash that was blistering up. As suggested by a nurse, the patient removed the device. Follow-up attempt was unsuccessful and the medical outcome of the rash is not known at this time.